Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(4) 2011: patient's gender: female. When the stapler locked, to remove it from the patient, it was necessary to remove a piece of the patient's intestine. The material was discarded because one part of the patient's intestine was in the stapler. In this case, the hospital doesn't allow removing this product from this facility. Additional information received on (B)(4) 201: the problem happened in the colorectal anastomosis. The doctor's assistant, who had already used the stapler many times before, was manipulating the stapler. When the stapler was closed and the doctor's assistant was going to open the stapler, the tissue became stuck to the staples and the staples became stuck to the stapler. The surgery was converted to remove the stapler, being necessary to perform the colostomy the surgeon is very calm, the patient is well, he was already discharged and the colostomy will be reversed in 3 months. The surgery steps occurred normally and by the description given by the doctor, the tissue should be released from the stapler after the firing and the cut, but it did not happen. Just to remember, the stapler was discarded by the hospital. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rectosigmoidectomy procedure, the circular stapler (33) locked without finishing the anastomosis. Due to the malfunction of the device, a colostomy was necessary. There were no adverse consequences for the patient. One device was discarded.